Event description:
It was reported that the ilet user experienced persistent hyperglycemia with a concurrent occlusion alert on the pump and a cgm sensor failure, after which all pump supplies were replaced and a new g7 sensor was applied. Symptoms included feeling shaky with capillary readings displaying ¿high.¿ outcomes included continued elevated glucose readings until a manual insulin injection was administered, after which glucose values trended back into range. Investigation included troubleshooting and education, review of device alarms, guided supply change, cgm replacement, and follow-up verification of glucose trends. Investigation of this case revealed that insulin delivery had been interrupted due to an occlusion that resolved after supply change, and that the sensor failure necessitated cgm replacement. It was concluded that the occlusion caused hyperglycemia and that the issue resolved with new infusion supplies and appropriate glucose management, including guidance to coordinate manual injections with pump disconnection and timing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.